Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the heart attack and death occurred on an unreported date in (B)(6) 2015. The patient experienced an out of hospital cardiac arrest which caused their death. Upon further investigation, it was reported that the cause of death was cardiac arrest. Therefore, the baxter peritoneal dialysis disposable device is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.